Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the right legrest intermittently does not want to run or runs slow.